Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. An MRI was being ordered to determine if an infection was present. The infection was not confirmed at the time of the report. No further complications were reported/are anticipated.